Event description:
It was reported that a lead was removed from the packaging with the stylet not inserted all the way, and the stylet was unable to be advanced to the lead tip. It was noted that the cause of the issue was not determined, a different product was used, and the issue was resolved.

Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, product type accessory. (B)(4). Final analysis of the lead and stylet revealed no anomalies. The stylet was able to be completely inserted all the way into the lead. Four known good stylets were also able to be completely inserted into the lead.